Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 12 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the mid right coronary artery. The physician used a 6f medikit introducer sheath for vascular access and a runthrough guidewire and a 6f mach1 al1 guide catheter to cross the lesion. It is noted that slight resistance was met with insertion of the balloon catheter. The maverick2 monorail 15/1.5 mm balloon was removed and replaced with a guidant crosssail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.